Event description:
It was reported to philips that the system displayed the message that the image disk storage space was too low. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure that was to happen when the issue occurred was completed as planned after the user deleted old images off the system to make space in the system's memory. No harm or injury was reported to philips. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Troubleshooting and assessment of the logfiles determined that the image disk space of the image processing pc (ippc) was low. The fse deleted black images from the system and rebuilt the patient image storage. After rebuilding the image storage, the system was returned to use in good working order. The codes were updated based on the investigation outcome.